Manufacturer narrative:
An event of fever, endocarditis, and valve explant were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2011, fever and endocarditis were observed and the patient received antibiotic treatment. On 1 february 2011, the trifecta valve was explanted and exchanged with a competitor's 25 mm medtronic freestyle. The patient was discharged in stable condition on (B)(6) 2011. The issue was reported to be resolved on (B)(6) 2011. Clinical study patient ID: (B)(6).